Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7.3 cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram revealed that there was contrast outside of the endurant stent graft, the physician believed this to be a proximal type I endoleak. The physician elected to implant 13 aptus endoanchors circumferentially in the proximal portion the endurant bifurcated stent graft. Another angiogram was then performed and contrast was still observed outside of the endurant stent graft. The physician then implanted another manufacturer¿s covered stent in the proximal portion of the endurant bifurcated stent graft. Another angiogram was performed, there was still a proximal type I endoleak had greatly improved and the case was concluded. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.